Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error alarm. The customer's blood glucose was 51 mg/dl. The customer also reported insulin pump was exposed to sweat. The customer also stated there was a crack on the insulin pump that carried from the esc button to where the reservoir was. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.